Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera elite video system center exhibited unsupported scope error e315, the connector connection part could not be locked, and dirt was noted inside the connector part. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue regarding the error e315 could not be confirmed. However, the issue regarding the connector connection part not being able to be locked and dirt inside the connector part were confirmed. In addition, battery consumption issue was found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on november 29, 2022, during a pre-use inspection. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue regarding ¿connector connection lock could not be fixed¿ and ¿battery depletion¿ were reproduced. The reported issue regarding ¿error e315¿ was not reproduced. It was noted, the reported issue regarding the connector connection lock was caused by the failure of the video connector receiving lock part. However, the root causes of the reported issues could not be identified. Olympus will continue to monitor the field performance of this device.